Event description:
It was reported that the user changed the cartridge without priming the infusion tubing and did not announce a meal, resulting in prolonged hyperglycemia while still connected to the ilet; the user then administered a separate 4-unit rapid-acting insulin injection and later experienced lows linked to overtreatment, as well as instances of entering meal announcements during active hypoglycemia. Symptoms included hyperglycemia greater than 400 mg/dl and subsequent hypoglycemia with associated anxiety. Outcomes included transient glucose excursions with no hospitalization and education provided on supply change steps, disconnection when giving off-pump injections, appropriate low treatment, meal spacing, and snack announcements. Investigation included user interview, review of reported glucose metrics, and troubleshooting education on cartridge change workflow and infusion set insertion. Investigation of this case revealed use error related to failure to prime tubing and continued pump connection during off-pump insulin dosing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate adherence to operating instructions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.